Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Date of birth: (B)(6). (B)(4). Concomitant medical products: persona partial tibial cemented, catalog # 42538000701, lot # 63607194. Persona partial articular surface, catalog # 42518200709, lot # 63573598. Report source: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-07107. Product location is unknown.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient was revised due to infection. Femoral prosthesis and tibial prosthesis were infected.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.